Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy explant date: unknown, information not provided. Establishment name: the full name provided is: (B)(6) hospital. Initial reporter first & last name: information unknown/not provided. Address and email : unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information as well as additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had cataract surgery in their left eye, and the intraocular lens (iol) fractured in the patient's eye during implantation. No further information was provided.